Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that the 5-way foot pedal is snapped. The complaint device was received and evaluated. Visual observation showed a lot of marks of wear indicates that the device was worn. It was identified that the forward left pedal was damage due to it was broken near the spring; therefore, this complaint is confirmed. The device appeared to be dirty as dust was found along the device. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As it is a reusable device, the instrument life is generally determined by the wear or damaged from handling or surgical use. For the physical damaged the root cause could be related to heavily use the user or being mishandled/ dropped (or indicates force impact) as well as lack of maintenance. However, this cannot be conclusively affirmed. For the marks of use is consistent with normal wear. As per IFU-109724, prior to use, it is necessary check the system components for damage. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that the 5 way foot pedal snapped. There was no procedure nor patient involvement reported. No additional information was provided.